Manufacturer narrative:
A product investigation was completed: the returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken and not returned. The distal portion of the device was found to be intact, with minimal deformation consistent with use. Per the technique guide, the t-pal applicator inner shaft is utilized in the t-pal (transforaminal posterior atraumatic lumbar) system. After trialing, the applicator inner shaft is installed into the applicator handle until the release button clicks into place. The appropriate spacer is attached by rotating the knob clockwise until the security ring clicks into position displaying a green band. The knob can then continue to be rotated clockwise until tight; the implant will not pivot in this position. The implant can then be advanced into the intervertebral disc space with light hammering. Once in position the applicator knob is rotated counterclockwise until it stops at the security ring, allowing the implant to pivot. The implant can be advanced into the final position with light controlled hammering. Once the implant is in position, it can be detached by pushing the security ring down and simultaneously turning the applicator knob counterclockwise until it stops; the applicator can then be removed from the spacer. The returned inner shaft was examined and the complaint condition was able to be confirmed as the proximal coupling head was found to be broken. The distal portion of the device was found to be intact, with minimal deformation consistent with use. The relevant product drawings for the inner shaft were reviewed during the investigation. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Endurance testing (insertion and removal) was completed and no functional failures were observed after 100 simulated application cycles. Dynamic impact loading was benchmarked from cadaver lab testing where loading during insertion was measured at approximately 10kn in a normal case (appropriate implant/trial size selected). The received failure mode is consistent with impaction while the handle security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is lxh. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016, during a lumbar fusion surgery at l4-l5, the surgeon attempted to insert a t-pal spacer 10mm x 28mm 10mm height in the patient by hammering the top of the inserter. The surgeon was unable to disengage the implant spacer and eventually broke the tip of the t-pal spacer applicator inner shaft into the t-pal spacer applicator knob. The surgeon attempted to manually disengage the implant but was unsuccessful. The surgeon used a new t-pal spacer applicator and t-pal spacer implant and was able to successfully complete the surgery. After inserting the new implant, the surgeon realized how to disengage the previous implant. There was no issue with implant upon examination. The tip of the t-pal spacer applicator inner shaft was removed from the applicator knob post-surgery. There is no issue with the t-pal spacer applicator knob. There was no report of injury to the patient and no surgical delay. This report is 1 of 1 for (B)(4).